Event description:
The site reported that a light adjustable lens (lal) was explanted before completing the full light treatment course due to the patient having blurry vision. Rxsight's first awareness of this event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The patient was implanted on (B)(6) 2022 with an 18.0d lal (sn: 70039140566). On (B)(6) 2022, the patient's manifest refraction (mr) was +0.25 +1.25 x11, and the best corrected visual acuity (bcva) was 20/25. He received the first light treatment on (B)(6) 2022. He returned to the clinic on (B)(6) 2022 and complained of blurry vision. On (B)(6) 2022 his mr was plano sphere and bcva was 20/50. The treating physician decided to postpone the second light treatment. The patient returned to the clinic on (B)(6) 2022. At this visit, his mr was -1.00 +0.75 x138 and bcva was 20/40+1. Corneal topography and oct examinations did not identify any new clinical findings. During this visit, the treating physician and the patient agreed to explant the lal and implant a monofocal iol. The explant of the lal was completed on (B)(6) 2022 without any complication and the patient's bcva returned to 20/25. The explanted lal is in the process of being returned to rxsight for evaluation. Manufacturer reference #: (B)(4).